Event description:
It was originally reported on (B)(6) 2011 that when the patient went to recharge her implant the night prior to the report there was leaking at the incision site. This was the first time since implant that the patient had leaking. Eleven months later it was reported that the patient¿s implant was removed in (B)(6) 2013 due to an infection. At the time of the report the patient did not currently have a doctor and was trying to find a pain stimulation doctor to implant the therapy again.

Event description:
Additional information received reported the patient¿s device was removed due to an infection. It was noted the extension was also removed but not confirmed. It noted it was unknown when the device was explanted but was ¿sometime in the past 6 months¿. It was reported there was a previous attempt at revision but the implanting health care provider (hcp) did not have the extension needed to proceed. It was noted that a new revision was scheduled for 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a, lot# j0104250v, implanted: (B)(6) 2001, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the patient was going to have a new ins implanted. It was reported the patient had previously had an mrsa infection and had their previous ins removed (see aove crts).

Event description:
Additional information received reported the patient still has concerns with their device or therapy but has not sought further assistance. It was reported the patient has to ¿wait until they need charging again¿.

Event description:
It was further reported that there were no malfunctions seen. It was noted that the replacement was done without any problems. It was unknown if the patient was receiving effective therapy at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. Product ID: 3487a, lot# j0104250v, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was later reported that the patient had an infection in february of 2013. The patient previously reported a removal in (B)(6) 2013 due to an infection in this event. Device registry showed that this ins was explanted (B)(6) 2014. It was unclear if this was the same infection, just reported with a different date, or if this was a wholly separate infection. Because it was so close to the previous report of infection (one month off), it was included in this event. Ultimately, the patient reported a number of infections. The devices the infections were associated with and the patient's timeline of events was quite unclear. The patient was redirected to the healthcare professional (hcp). Refer to manufacturer's report # 3004209178-2015-04853 for the june 2004 infection. Refer to manufacturer's report 3004209178-2015-04863 for the september 2004 infection. Refer to manufacturer report # 3007566237-2015-00628 for the august 2011-january 2012 infection.